Event description:
Product analysis was completed. During analysis, the cable was connected to a known good wand and tablet system. Attempts to interrogate were unsuccessful and the "unable to open port" message presented. Analysis found that a wire under the db9 hood was no longer soldered onto the pcb. The wire was soldered back into place and the cable was then connected to a known good wand and tablet system. The system was then able to successfully interrogate and perform diagnostic tests.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was having problems with his programming system. A company representative performed troubleshooting and the issue was isolated to the serial cable. No patients were affected by this issue since the office has several programming systems and the physician used another system when the issue presented. The physician was provided a new serial cable. The serial cable has been received for analysis. Analysis is underway, but has not been completed to date.